Manufacturer narrative:
The investigation determined a general reagent problem was not present because the qc before the event was within range. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a problem with the reagent.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation reviewed the calibration data. The results were within specifications. The investigation reviewed the qc data on the date of the event. The results were within specifications. The investigation reviewed the alarm trace provided on 06-nov-2023 12:34 am to 11:24 pm; no issues were noted. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 disk. The initial result at 11:05 am was 0.024 ng/ml. The repeat result at 4:40 pm was 0.01ng/ml.